Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 there was difficulty inserting a screw during a sagittal split ramus osteotomy operation. The surgeon was having difficulty getting the driver to grasp the screw and it dropped. The surgeon had three packages of screws and was able to insert all except for the one that dropped. The operation was completed successfully. It was confirmed that there was no problem with the driver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Monument conducted the DHR review for lot 7298856 which is the pre-sterilization lot number designated for this product. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: we received for investigation one screw, the item shows no damage. Based on our investigation, the screw is in useable condition. This lot was manufactured in the year 2013. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.